Event description:
An opthalmic surgeon reported that a patient experienced endophthalmitis four days after a combined cataract/vitrectomy procedure. To resolve the issue intravitreal injections were administered and the anterior chamber and vitreous body were washed. The patient has reportedly recovered from the symptoms. Additional information has been requested.

Manufacturer narrative:
No sample is available for the product investigation because it was discarded by the customer. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).